Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirted insulin during priming. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported minor scratches on the screen. The insulin pump had severely diminished battery life and the customer had to change batteries every couple of days. The insulin pump was slower during rewind and had random no delivery alerts. The device will not be returned for analysis.